Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. It was further reported that the implantable pulse generator (ipg) may have moved. It was also reported that the right atrial (ra) lead exhibited chronically low p-waves. The ipg and ra lead remain in use. No further patient complications have been reported as a result of this event.